Event description:
A report was received that the patients ipg was not working. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the issue reported in this complaint was also reported in MFR report #: 3006630150-2018-01538.

Event description:
A report was received that the patients ipg was not working. The patient will undergo an ipg replacement procedure.